Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump basal and bolus history was missing data despite the pump being in use. Reportedly, the customer exited the pump history menu and noticed that the basal and bolus history was displayed after re-entering the history menu. Customer's blood glucose ranged from 210-215 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.